Event description:
It was reported that pump experienced malfunction alarm showing malfunction code 0. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided to reset pump, and confirmed that malfunction did not recur after reset; support advised customer to continue using pump and to call back if malfunction happened again, and customer acknowledged these instructions.